Manufacturer narrative:
Additional FDA product codes include: dqe - catheter, oximeter, fiberoptic. Dqo - catheter, intravascular, diagnostic. Kra - catheter, continuous flush. One model 834f75 catheter with monoject limited volume syringe and non-edwards contamination shield was returned for evaluation. The customer report of blue ra line leaking was confirmed. As received, proximal injectate extension tube was completely broken at the lumen hub. Cross surface of the broken extension tube appeared to be uneven and rough. Distal lumen was occluded with blood. All other through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. The lot number was not provided thus a device history record was not reviewed. An engineering evaluation is anticipated. A supplemental report will be forthcoming once the investigation is completed.

Event description:
It was reported that during use of the swan-ganz catheter, the cvp port of a pa catheter was found to be leaking normal saline. Closer inspection revealed a hole in the cvp port near the hub, which per the customer, caused the leak. There was no allegation of patient injury.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Investigation is being conducted under a CAPA. Pra (product risk assessment) was conducted to assess the need for a field corrective action. It was determined that a field corrective action will be initiated. A device history record review was unable to be completed as the lot number is unknown. As part of the manufacturing process 100% of the units undergo a leak and flow test as well as a quality visual inspection.